Event description:
During the paroxysmal supraventricular tachycardia procedure, noise issues on some electric potentials with the catheter resulted in procedural delays. The connection cable was replaced, but the issue was not resolved. The catheter was exchanged to a second device with no resolution. The catheter was exchanged again to a non-abbott device, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.